Manufacturer narrative:
E. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported beginning on an unknown date they had an increase in pain and have to charge their ins a lot. They reported that the ¿cage door is open¿ which is what they think the cause of their increase in pain is due to. It was recommended that the patient contact a doctor if they suspect something is wrong with their ins. A physician listings was sent to the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.